Event description:
The clinician reports the implant was inserted (B)(6)2024 in ada 3. On (B)(6)2024, the implant was removed upon clinician¿s decision. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and fistula. No further patient complications were reported.